Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma, kidney disease/toxicity, liver disease, lung disease. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to no patient contact information, attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The previous report incorrectly captured the reported event as a product problem, and other as the outcomes attributed to ae. The event is a serious injury. Corrections have been made to the form box b: both, and the outcomes attributed to ae as other.